Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During idvt (idiopathic ventricular tachycardia) procedure, after ablating with a thermocool smarttouch sf catheter, the patient experienced a pericardial effusion (discovered on intracardiac echocardiography) treated with pericardiocentesis. The patient was in stable condition even as the effusion was still present, but the medical team elected to not drain any more blood. The following j&j medtech electrophysiology products were in use carto vizigo bi-directional guiding sheath large curve, thermocool smarttouch sf d-f ablation catheter, 8f soundstar ultrasound catheter, optrell 36 mapping catheter, ngen generator, and carto 3 system. The products were discarded and not available for return.